Event description:
The chair became detached from the sub-chassis as the pt was being transfered out of the bathroom. On inspection of the sub-chassis it has been reported that the safety cath has broken causing the chair and pt to fall to the floor. Injury has not been suffered by anyone concerned. One person involved.

Manufacturer narrative:
The following is a close out report by the foreign reporter. Investigation: the sub-chassissafety catch was found to be broken. Conclusions: this incident was a result of a product fault but the cause of failure was unabe to be determined. Corrective actions: the broken safety catch has been removed and a new one fitted.